Manufacturer narrative:
The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window, reservoir tube lip and battery tube threads. Unit received with minor scratches on display window. Unit received with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 121mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.